Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with intermittent bluetooth connection during procedure, in which the presenting rhythm was not visible. This was seen during the initial implant of the device on (B)(6) 2022 as well as in clinic and during an unrelated procedure on (B)(6) 2022. Different methods for bluetooth interrogation were attempted without success, further intervention was not reported. The patient status was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.